Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual analysis of the received product noted that the screen was red and dim. A clamshell was attached to the device and held out at an arms length. The handle was then tilted upwards at a thirty degree angle. The screen was not very visible when held in this manner. An analysis of the system logs noted that towards the end of the logs, the handle was placed on a charger. The next time the handle initializes is with low voltage detected on the charger, a low relative state of charge value, and low individual cell voltages. The handle was opened up and both batteries were found to be vented. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software fault was identified during product analysis. The root cause of the handle not charging was determined to be a result of a software fault. The battery cells vented, causing them to leak electrolytic fluid. The battery cells would be unable to charge under these circumstances and would result in the handle entering a cell under voltage state. Improvements have been initiated to mitigate this condition. The root cause of the dim screen was determined to be a result of a component event. However, the cause of this specific event could not be reliably determined. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on a laparoscopic bariatric surgery procedure, after the power handle was purchased, the monitor liquid crystal display screen of the handle became dark and was hard to be seen. But there was no issue during the procedure so the device was continually used. The next day the same power handle display became dim red and the screen became harder to be seen. And lastly the power handle did not start up even after removing it from the charger before another procedure. A new handle was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: medtronic led an evaluation of one device. Visual analysis of the received product noted that the screen was red and dim. A clamshell was attached to the device and held out at an arms length. The handle was then tilted upwards at a thirty degree angle. The screen was not very visible when held in this manner. An analysis of the system logs noted that towards the end of the logs, the handle was placed on a charger. The next time the handle initializes is with low voltage detected on the charger, a low relative state of charge value, and low individual cell voltages. The handle was opened up and both batteries were found to be vented. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software fault was identified during product analysis. The root cause of the vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. The root cause of the dim screen was determined to be a result of a component event. However, the cause of this specific event could not be reliably determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on a laparoscopic bariatric surgery procedure, after the power handle was purchased, the monitor liquid crystal display screen of the handle became dark and was hard to be seen. But there was no issue during the procedure so the device was continually used. The next day the same power handle display became dim red and the screen became harder to be seen. And lastly the power handle did not start up even after removing it from the charger before another procedure. A new handle was used to complete the procedure. There was no patient involvement. Medtronic's initial evaluation of the incident device found that the root cause is a result of a software fault. The battery cells vented, causing them to leak electrolytic fluid. The battery cells would be unable to charge under these circumstances and would result in the handle entering a cell under voltage state.